Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain remstar auto and mechanical ventilator devices. The manufacturer received information alleging black particles coming out of the device. There was no report of medical intervention. No additional information can be requested at this time. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.